Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during manual prime. The insulin pump was dropped and exposed to a MRI. Customer's blood glucose level was 170 mg/dl. The device was not returned.